Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that there was poor coupling with 4 bars or less. Repositioning the antenna, using the antenna dial, and doing an antenna locate (al) did not resolve the issues. The al feature showed results in the 60s. Using the manufacturer representative's implantable neurostimulator recharger (insr) did not resolve the issue. The patient claimed no weight gain and could not recall anything that happened in (B)(6) that would have changed their coupling situation. There were no patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative on (B)(6) 2016 reported that the cause of poor coupling was unknown. They were able to get 4-6 bars out of 8 on charge efficiency, and the patient went home to charge. It was further reported that the poor coupling issue had resolved; the patient had not called since the meeting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.